Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.94 volts and a charge time of 8.7 seconds none months post implant. The clinician was concerned that the battery was depleting early. Pacing was programmed for all three chambers with pacing outputs at 2.5 volts. A boston scientific technical services consultant discussed sending in a save to disk for analysis.